Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. E1 telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in a patient with functional mitral regurgitation. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both functional and degenerative mitral regurgitation in the region where the procedure was performed. Therefore, the implant will not be considered off-label in this case.

Event description:
Per the report received from united kingdom, edwards received notification of a pascal precision procedure performed in the mitral position. During the procedure, a single leaflet device attachment (slda) occurred. On pod 2, the device fully detached. The patient had severe functional mitral regurgitation (mr), a massively enlarged left atrium, bi-leaflet prolapse, and a calcified ridge beneath the posterior leaflet. The index procedure was considered a multi-device strategy, and three pascal devices were implanted. Device 1 was implanted in the medial a2-p2 segment (a: anterior, p: posterior) in a 12-6 orientation. Device 2 was implanted lateral to device 1 in a 12-6 orientation, and device 3 was implanted lateral to device 2 in a 12:30-6:30 orientation. As reported, this was a very challenging valve anatomy. During the procedure, the third device experienced an slda, and mr increased to a moderate grade, which remained unchanged. Based on medical opinion, the perceived root cause of the event was incomplete insertion of the posterior leaflet into the device during leaflet capture. On pod2, the device was detected to have embolized and was stable within the aortic-iliac junction with no compromise to the legs. Mr grade increased just into severe range but reduced from 'torrential'. The patient was in stable condition. There were no further intervention at the time of this investigation.

Manufacturer narrative:
Information added/updated to section b4, d9, g3, g6, h2, h3 and h6 (component code, type of investigation, investigation findings, and investigations conclusions). Additional h6 type of investigation code: labelling review & analysis of images. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant detaches from both leaflets into vasculature (post procedure) was confirmed with empirical evidence based on information provided. Available information suggests procedural context likely contributed to this adverse event. As reported, there were no device-related issues during or after implantation, and no difficulty was encountered during suture removal. Based on information received, the perceived root cause of the event was incomplete insertion of the posterior leaflet into the device during leaflet capture. Since no edwards defect was identified, corrective or preventative actions are not required.